Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The manufacturer representative reported during a new implant procedure, a catheter was found to have incorrect marking of length. The cm markings on the catheter went to 84 cm instead of 81.4 cm indicating the total catheter length was greater than it should have been. The hcp estimated the implanted length of catheter and elected to leave it in place. The trimmed piece of catheter was sent back to the manufacturer for analysis.